Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that the lancet protrudes from the end-cap of multiclix lancet device after use. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.